Event description:
It was reported during implant, the right ventricular (rv) lead had poor r-wave sensing and high rv capture thresholds with acceptable impedance in the first three positions attempted. The rv lead was repositioned into two more locations where the rv lead then had high impedance with acceptable sensing and thresholds. The implanter commented that they could not see the helix deploy despite rotating the helix mechanism approximately 24 times, the helix mechanism was undeployed and the helix was not seen to retract. The rv lead was removed and a different model rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the turns to extend/retract the helix exceeds specification. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst also commented that the helix was received wedged inside the proximal sleeve head. Helix was freed during analysis, but it was not able to recreate the failure. Blood in the distal conductor likely entered through the df-4 pin as no insulation breach was observed.